Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a13 or e13 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had pump error alarm. Customer was able to clear alarm. Customer was calling back with pump error alarm after pump rest. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed unk.